Event description:
It was reported that after the programmer booted up fine, an ensura pacemaker device was interrogated and the screen then displayed a serious error message. The programmer restarted ok but error occurred again. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. Programmer passed all initial testing. A printed circuit board subassembly failure was found, cause unknown. Stylus pen works intermittently.